Event description:
It was reported that the sheath tip and expandable liner of a 14f isleeve introducer sheath tore at the beginning of a transcatheter aortic valve implant (tavi) procedure. Procedure summary: vascular access was obtained transfemorally, on the right side of the patient. The patient anatomy was not reported as tortuous. Balloon aortic valvuloplasty (bav) was performed during the procedure. The isleeve was prepared according to instructions for use (IFU) by a trained nurse. After removal of the flushing tube at the beginning of the procedure, it was observed by the physician that the tip of the sheath was split. The split was about 3 cm in length, starting at the distal tip of the sheath, and extending down past the tip area into the expandable liner. The device was exchanged for a new isleeve device and the procedure was completed without any complications. No patient harm occurred at any time.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an isleeve sheath with a dilator in the lumen. There was blood in the creases of the sheath splits. The sheath and tip were microscopically examined. Two of the seams are torn. One of the seams was split/torn on the seam starting 2.9cm from the tip and extending to the tip. The other seam was split/torn on the seam starting 2.5cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the sheath tip and expandable liner of a 14f isleeve introducer sheath tore at the beginning of a transcatheter aortic valve implant (tavi) procedure. Procedure summary: vascular access was obtained transfemorally, on the right side of the patient. The patient anatomy was not reported as tortuous. Balloon aortic valvuloplasty (bav) was performed during the procedure. The isleeve was prepared according to instructions for use (IFU) by a trained nurse. After removal of the flushing tube at the beginning of the procedure, it was observed by the physician that the tip of the sheath was split. The split was about 3 cm in length, starting at the distal tip of the sheath, and extending down past the tip area into the expandable liner. The device was exchanged for a new isleeve device and the procedure was completed without any complications. No patient harm occurred at any time.